Event description:
The customer received a blood glucose reading of 29 mg/dl. A few minutes later, he received a reading of 163 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The caller did not allege any adverse events. The strips are to be returned for evaluation, and replacement strips will be sent.